Event description:
Implant failed due to a broken/fractured component. The event type has not been documented correctly in the original report. The event type has been updated.

Manufacturer narrative:
The event type has not been documented correctly in the original report. The event type has been updated.

Event description:
Implant failed due to a broken/fractured component.